Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and after inspecting the iabp was unable to reproduce the reported issue. The stm spoke with the customer and told them that under normal circumstances they should follow the user manual for this alarm. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. Full name of event site: (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "leak in iabp circuit" alarm. A getinge account manager addressed issue over the phone with a nurse who performed an iab fill. After the call ended, the iabp alarm occurred again and the nurse changed out iabp and contacted bio-med for the pump to be looked at. The account manager called later that morning and was informed of the nurse's actions was told that after the iabp was changed out no further alarms were generated. There was no patient harm and no adverse event was reported.